Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the smart device messaged instructions to reinstall the g5 mobile application. Reinstalling the g5 mobile application caused patient to use another transmitter when the existing transmitter didn't respond. No additional patient or event information is available. Data was provided for evaluation. The reported smart device message to reinstall the g5 mobile application was confirmed via data. A root cause could not be determined.